Manufacturer narrative:
(B)(4).

Event description:
It was reported "high baseline alarm and a singlesystem error 3 alarm. [The user] resumed pumping at that point. About 5 minutes later, thepump alarmed for the system error 3". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of high baseline alarm and system error 3 alarm is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issues. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "high baseline alarm and a single system error 3 alarm. [The user] resumed pumping at that point. About 5 minutes later, the pump alarmed for the system error 3". Additional information states the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".